Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during pre-op testing, the cuffs failed leak test. The air leak was coming from the connections from the tubing to the cuff. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 12 in. (30 cm) single port single bladder disposable cuff and protective sleeves, part number 60707505200 and lot number z000001430, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6), a returned product investigation was performed on the 12 in. (30 cm) single port single bladder disposable cuffs and protective sleeves. The physical evaluation revealed that the returned cuffs both leaked where the hose is bonded inside the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 12 in. (30 cm) single port single bladder disposable cuffs and protective sleeves both leaked, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) for the 12 in. (30 cm) single port single bladder disposable cuff and protective sleeves, part number 60707505200 and lot number z000001430, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from cabell huntington hospital that two 12 in. (30 cm) single port single bladder disposable cuffs and protective sleeves had were failing the pre-op leak test. On (B)(6), a returned product investigation was performed on the 12 in. (30 cm) single port single bladder disposable cuffs and protective sleeves. The physical evaluation revealed that the returned cuffs both leaked where the hose is bonded inside the 90 degree connector. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 12 in. (30 cm) single port single bladder disposable cuffs and protective sleeves both leaked, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. However, the root cause of similar failures, was due a need to assess all tooling for rectification, a lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. This encompasses medplast cuffs (item: 60707015600 and lot: z000009357). The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.